Manufacturer narrative:
Explanted date: device was not explanted. Initial reporter: occupation - cath lab coordinator. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a 6fr angio-seal device was used to close access site. It was a femoral access for coronary intervention. Hemostasis was achieved. In patient recovery, bleeding was noticed at access site and manual pressure had to be performed achieved hemostasis. There was no patient injury, medical/surgical intervention required. The patient's condition was stable, and the case was completed. The outcome of the procedure required manual closure at bedside.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. IFU states: ''for bleeding or hematoma - pressure may be applied to the puncture site using digital or manual pressure or using a compression device.'' The complaint can be confirmed since the patient was treated for bleeding per allegation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.